Event description:
It was reported that intermittent occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 426 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.